Event description:
Consumer stated she bought a 2-pack of the equate dental protector. Both of them are worn out and broken with each one lasting less than a month. No further information received about where/how they broke. She requested a replacement.